Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) is pending a visit to the customer site to further investigate the reported event. A follow-up MDR will be submitted upon receipt of further information or if a part is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical engineer informed that the surgeon side console (ssc) lost image on the right side. The users tried to restart the system and change the endoscope, but without success. The doctor decided to complete the procedure even with this problem. The procedure was completed with no reported injury. The procedure was delayed more than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the system worked normally after the self test. The system initially powered on without errors. The users tried restarting the system and reconnecting the fiber cables to no avail. The surgery was completed using on the left side of the video.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right high resolution stereo viewer (hrsv) to resolve the issue. The fse also replaced the left hrsv to match the right side. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the product(s) involved with the alleged issue to perform failure analysis as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci products involved with this complaint to perform failure analysis. The left high resolution stereo viewer (hrsv) monitor was returned for failure analysis and the reported issue was replicated. In error logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, failure analysis noticed part of the label was scratched and unreadable. The monitor was installed and tested on the pca test system. The unit powered on showing a blank screen. The right hrsv monitor was returned for failure analysis and upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on the pca test system and started up without any errors. The image quality was sharp, no noise, and not tinted. Then 10 power cycles were performed and the system works normally without any issues. The complaint was confirmed based on the field evaluation and failure analysis.the probable root cause in this case is attributed to the main board of left monitor. This issue was resolved by replacing both left and right monitors.

Event description:
Refer to h11 for follow-up information.